Manufacturer narrative:
The battery (B)(4) is being returned; however, it is unknown if battery (B)(4) was involved in the event. This device will be analyzed and reported as required. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that the batteries had loose connection ports. No additional information available.

Manufacturer narrative:
Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices passed visual examination and functional testing, the batteries were able to securely connect to a test controller. The reported event could not be duplicated at the bench level. Battery - (B)(4) - expiration date: 03/31/2017 - device manufacture date: 03/05/2016. (B)(4). (Battery - (B)(4)). Conclusion: no failure detected, device operated within specification; (B)(4).